Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The meter gave the following blood glucose results within 10 minutes on at two different times of day: 375 mg/dl on (B)(6) 2016 at 5:28 am; 140 mg/dl on (B)(6) 2016 at 5:28 am; 320 mg/dl on (B)(6) 2016 at 11:54 am; 149 mg/dl on (B)(6) 2016 at 11:54 am. No adverse events reported, replacing and returning meter and test strips.